Event description:
No nurse call on left siderail.

Manufacturer narrative:
Technician replaced left 25 pin communication cable to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.